Event description:
It was reported the burr became stuck in the lesion. A procedure was being performed on a 99% calcified moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro was being used for treatment with a set speed of 160k. During the procedure the rotapro burr became stuck in the lesion. In order to remove the burr from the lesion, additional surgery was performed. The device was completely removed from the patient, however the patient had to be shocked multiple times and was admitted to the hospital beyond what was expected for the procedure. The procedure was then completed using an alternate device. The patient had recovered from this event, then expired four days later due a medication mistake which was not related to the rotapro device.